Event description:
The patient had experienced increased pain and underwent a CT scan on (B) (6) 2010. The CT scan revealed that the patient's catheter was "discontinuous." The physician injected dye during via fluoroscopy to see where the break might have been. The dye pooled directly under the pump. The patient was told that they had no idea where the catheter was until the patient had surgery. The morphine in the patient's pump was replaced with saline solution and the rate was set to the lowest setting. The patient stated that they had thought the patient's catheter had been "broken since 2007" and no action had been taken. The patient stated that since the morphine was removed from his pump, he was going through "slight withdrawal." The patient stated that he was concerned about any tissue or organ damage that may have occurred "for being absorbed in the soft tissue for that extended period of time." The patient stated that he was under emotional stress.

Manufacturer narrative:
(B) (4).